Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the device is nonfunctional. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The field service engineer (fse) conducted an on-site evaluation of the device and identified multiple components (power socket, battery, ECG cable) issues. However, the device is no longer repairable, as spare parts are unavailable due to its end-of-life status. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on december 31, 2013. All options associated with this defibrillator were discontinued as of december 31, 2013. The end of support date for the device is december 31, 2013. The customer was aware of the end-of-life terms and the device remains at the customer site. The device is eol.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the device is nonfunctional. There was no patient involvement.